Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00217 through 2245578-2011-00222, 2245578-2011-00228 and 2245578-2011-00243 through 2245578-2011-00259 are from a single user site. Apoc product action number: apoc2011-007. Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat testing results (ng/ml): (B)(6) 2011, 21:59 initial collection; (B)(6) 2011, 22:55 initial testing with result of 0.07; (B)(6) 2011, 23:53 90 minute collection; (B)(6) 2011, 12:09 90 minute testing with result of 0.01. No repeat testing performed. No lab test performed. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.